Event description:
It was reported that the pump triggers an anomaly alarm when turned on, it did not recognize the cassette. It is unknown if there was patient involvement. Device evaluation revealed a faulty downstream occlusion sensor.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found cracked housing. Functional testing found a faulty downstream occlusion (dso) sensor. The dso sensor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.